Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: it looks like there is a fragment close to the head of lag screw, but I couldn't really tell if that's a broken piece of a screw driver.

Manufacturer narrative:
Subject device has been received; no conclusion could be drawn as the product is entering the complaint system.device used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used in a veterinary case - no patient information will be reported. Device is an instrument and is not implanted/explanted. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: one cruciform screwdriver was returned for evaluation. The four cruciform blades are broken off from the end of the driver shaft and were not returned. There are two bands of tape one blue and one gray around the rotating end of the handle. These bands of tape are not associated with manufacture of this device. The material, hardness and relevant features were checked and passed. Relevant blade features l6 and l7 were not able to be checked due to the damaged condition of the returned device. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A veterinarian case was reported, that during unilateral sacroiliac luxation, percutaneous lag screw stabilization on a dog, 3.0 cannulated screw surgery, a cannulated cruciform screwdriver broke off and remains in the patient. Delay in surgery is unknown. There was no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.